Event description:
Information received from the field notes that during a pacemaker follow-up, there was no magnet response and inter- rogation showed a cell impedance of 2600 ohms and magnet rate of 93 ppm. Since the patient was in poor health the physician elected to re-program the device to suspend the minute ventilation signal. The device will not be replaced.